Event description:
Customer complains a blood leak within 10 minutes during treatment. Blood flow: 260ml/min uf rate: 1.1 l/hr. Venous pressure: 150 mmhg. Dialysate pressure: 170 mmhg. Monitor type: gambro ak95 s. The blood loss for the patient was about 10 ml. No medical intervention necessary.

Manufacturer narrative:
Additional manufacturer narrative: internal blood leaks can occur due to damage to the hollow fibrea. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.